Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: sc-2218-50, model: m365sc2218500, serial: (B)(6), batch: 7125147/7128440.

Event description:
It was reported that the patient had an infection at the lead and ipg incision sites. Symptoms of discomfort, erythema and drainage from both incisions were noted. It was also noted that the patient had a rash, itching, swelling and a little bleeding in the back. The patient was placed on antibiotics.

Event description:
It was reported that the patient had an infection at the lead and ipg incision sites. Symptoms of discomfort, erythema and drainage from both incisions were noted. It was also noted that the patient had a rash, itching, swelling and a little bleeding in the back. The patient was placed on antibiotics. Additional information was received that the patient had turned the stimulation off because it felt worst. The cause of the infection was unknown. The patient was admitted to the hospital and underwent an explant procedure. The patient was doing well postoperatively. The explanted ipg and leads were discarded by the medical facility.